Event description:
The patient reported communication issues and uncomfortable stimulation. The problem was not confirmed. The patient has decided to have the implant replaced with a new advanced bionics spinal cord stimulator.